Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: p107 ICD, implanted: (B)(6) 2011, the initial reported event was received on (B)(6) 2015. Of note, the reportable malfunction and serious injury was timely submitted via a remedial action exemption on (B)(6) 2015. Information was subsequently received on 2015-12-27 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for exemption reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The lead exhibited high impedance, noise, and contains an apparent fracture. The lead remained in use. Additional information received reported the initial lead replacement procedure was delayed due to patient medical condition. It was further reported that during the explant procedure adhesions were present around the lead and were removed. During "puncture" of the right ventricular lead, a pneumothorax occurred. The patient's oxygen level and blood pressure decreased and the patient developed respiratory failure which progressed to cardiopulmonary arrest. Cardiac massage was performed and the patient's situation improved somewhat. The patient was taken to the intensive care unit being paced via a pacemaker. The patient remained in the hospital and died approximately seven weeks post explant attempt. No additional information was provided.